Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise that as the episode went on became oversensed, resulting in an untreated episode. No therapy was delivered as the rhythm terminated prior to. Technical services (ts) noted the frequency of the signal seemed too fast for myopotentials and it appeared to be external electromagnetic interference (emi). The health care professional (hcp) discussed with ts possible items this patient uses that could cause emi. Isometrics and valsalva moves were performed which were negative for any noise. Smart charge was extended. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received one inappropriate shock due to what appeared to be a combination of many frequent ectopic beats and some oversensing. Ts reviewed previous episodes along with this current episode and noted it appeared electromagnetic interference (emi) or myopotential in nature. This patient plays the electric guitar. Ts discussed a sensing evaluation to try and reproduce myopotential and check other sensing vectors. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.